Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection with sepsis. Reportedly, patient developed a skin cyst on the back of the neck then a systemic infection. There were no additional adverse patient effects reported. The ICD was explanted.